Event description:
We received an allegation in a journal article that discusses the use of high-dose vitamin c therapy. The authors caution that high blood levels of vitamin c may interfere with several point-of-care blood glucose meters. This case involves a 67-year-old septic patient with chronic renal failure who developed truly severe hypoglycemia, which was masked by spuriously high glucose values measured on a capillary blood glucose meter (accu-chek inform ii meter serial number unknown). The date of the event is not known. The article alleges this initially led to the treatment of spurious hyperglycemia with high-dose insulin and delayed a correct diagnosis and treatment. The patient was admitted to the intensive care unit (ICU) after angioplasty and hallux amputation. The patient was in septic shock and was experiencing circulatory failure. The patient was treated in the ICU with several medications, including high-dose IV vitamin c and intravenous continuous insulin aspart. The patient was discharged from ICU to the surgical ward on day 5, while still receiving high-dose vitamin c, hydrocortisone, thiamine, and intravenous continuous novorapid infusion at 8 units/hour. In the surgical ward, the patient developed symptoms of aphasia and a decreased level of consciousness. A capillary glucose test was performed on the inform ii meter with a result of 106 mg/dl. The patient was re-admitted to the ICU due to progressive arterial hypotension and coma. A plasma sample was obtained and tested on a cobas 8000 system with a glucose result of 16.2 mg/dl. Novorapid infusions were discontinued and intravenous glucose was initiated. A comparison was then performed where the result from the inform ii meter was 119 mg/dl and the result from the cobas 8000 system was 38 mg/dl. Two hours later, tests of plasma vitamin c levels showed an extremely high level of 1492mol/l up to 1806mol/l. Forty hours after discontinuation of vitamin c treatment and re-initiation of hemodialysis, plasma vitamin c levels were 551mol/l. The patient improved clinically and was discharged seven days after the initial admission to the ICU.

Manufacturer narrative:
Journal article is "ten berge d, manning f, silderhuis v, et al. (August 31, 2022) delayed diagnosis of severe hypoglycemia in a septic patient with chronic renal failure. Cureus 14(8): e28615. Doi 10.7759/cureus.28615." Allegedly, the physicians were not "fully aware" that the high doses of vitamin c could affect glucose results when testing on the inform ii system. Product labeling states: "intravenous administration of ascorbic acid which results in blood concentrations of ascorbic acid >3 mg/dl will cause overestimation of blood glucose results." And "if peripheral circulation is impaired, collection of capillary blood from the approved sample sites is not advised as the results might not be a true reflection of the physiological blood glucose level. This may apply in the following circumstances: severe dehydration as a result of diabetic ketoacidosis or due to hyperglycemic hyperosmolar non-ketotic syndrome, hypotension, shock, decompensated heart failure nyha class IV, or peripheral arterial occlusive disease." On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.